Event description:
Pt (patient) reported this morning they had started a new cassette and when attaching to pump it sounded a high alarm, with blank screen. Pt tried to use other pump, same thing happened advised pt to turn off pump and turn back on after 2 minutes. When pt turned pump back on tried talking pt through set up, but pt was confused, frustrated and could not follow directions. Pt then stated they would call their daughter and go to the hospital. No further info/details/dates available. Unknown if md is aware. No confirmed ER visit/hospitalization. Current serial numbers checked out (B)(6), expiration date unknown. Lot number/expiration unknown. Pump return tracking information is not available. Photographs were not provided. Position of pump when alarm occurred is unknown. This is a continuous infusion. Set flow rate and volume delivered are unknown. Did the reported product fault occur while in use with the patient? -yes. Did the product issue cause or contribute to patient or clinical injury? -no. Is the actual device available to be returned for investigation? -yes. Did we replace device? -yes. Did the patient have a backup device they were able to switch to? -no, both devices were malfunctioning. If no, what was the patient instructed to do in able to continue their infusion? Patient decided to go to the hospital. Is the infusion life-sustaining? -yes. Reported to (B)(6) by: patient/caregiver. Reference report #: mw5168226.